Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version #: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, the surgeon misplaced several screws. It was noted that the suspected cause of the issue was user error. Delay information was not provided. Patient impact information was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: the case was aborted and continued the next day. There was no impact to patient outcome. The amount of inaccuracy was unknown. The inaccuracy was observed after putting in the second screw. The surgeon stated something did not feel right so they did a spin and determined the navigation system was inaccurate.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information: the surgery was aborted, as well as medtronic navigation and imaging. The length of surgical delay was greater than one hour.

Event description:
Additional information was received. It was reported that this issue caused a 20 - 30 minute surgical delay.

Manufacturer narrative:
H2: additional information added to b5. Code f1908 was added to reflect the delay to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. Provided logs captured that the site used o-arm auto registration on the issue reported date and took 2 o-arm spins. However, provided logs did not captured any abnormalities which confirmed the cause of the reported issue. As per the information provided on 21-mar-2025, the inaccuracy was observed after second screw placement. Based on the information provided suspected movement of anatomy relative to frame during screw placement, but there was no way to confirm this. Logs and archives would not capture this information so would not be helpful. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.